Event description:
Device issue: resistance. Time of device issue: during stent deployment. Adverse event: dissection requiring intervention. Onset of adverse event: during procedure. It was reported that during the procedure in the mid left anterior descending artery, the 3.0x12 xience v stent system was advanced to the lesion. During stent deployment, slight resistance was felt. After deployment, a dissection was noted at the edge of the stent. The dissection was treated with the implantation of a non-abbott stent. There was no adverse patient sequela. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming a follow up will be submitted with any relevant information.